Manufacturer narrative:
(B)(4). There was no alleged device malfunction. Diabetes mellitus is a known cause of hypoglycemia and fatigue.

Event description:
Patient experienced a hypoglycemic event while speaking to dexcom technical support (ts) on (B)(6) 2015. Patient was going through the process of setting up the continuous glucose monitoring system and during the two hour warm-up period, experienced low blood glucose (bg) level. The patient became sluggish and was responding slowly. The ts representative asked if the patient was okay and instructed her to check her bg levels. The patient was at 150mg/dl but said she felt bad and tired. The patient took another bg test and read the results as 40mg/dl. The patient was then instructed to eat or drink something to raise her bg level back to normal. The call was dropped but the patient called back and asked how much she should drink. The ts representative advised her to drink as much as she needed to help her. The call was again dropped but the patient called back again and asked to be contacted at a different number. The ts representative called the new number but there was no answer and then called the old number but there was also no answer. The ts representative tried calling the patient about 5 times and then called an ambulance to the patient's home. The paramedics tested the patient's bg and it read 180mg/dl. The patient called back later and stated that she read the 40mg/dl value incorrectly, as she is blind in one eye, and it was actually 141mg/dl. Patient added that she did not need an ambulance. At the time of contact, the patient was fine. There was no alleged device malfunction.